Manufacturer narrative:
Philips service replaced the sibbox unit, updated the software, and tested the system, which was confirmed operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an intermittent power interface issue caused imaging failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.